Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8mmx4.00mm nc quantum apex¿ balloon catheter was advanced for post-dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured inside the stent. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another non-compliant balloon catheter. No patient complications were reported and the patient's status was stable.